Manufacturer narrative:
26-jan-2016 product investigation results: reporter returned one toothbrush head on 19-jan-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Brushhead broke / the bottom portion of the brush is the part that fell off [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that a couple of months ago she purchased some oral-b dualaction or dual clean brushheads, and explained that the second one broke while in use with an oral-b rechargeable toothbrush, version unknown. She explained that it was the bottom portion of the brushhead that fell off. The logo did not scratch off. She asserted that she was an avid user of the oral-b rechargeable products. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead broke / the bottom portion of the brush is the part that fell off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that a couple of months ago she purchased some oral-b dualaction or dual clean brushheads, and explained that the second one broke while in use with an oral-b rechargeable toothbrush, version unknown. She explained that it was the bottom portion of the brushhead that fell off. The logo did not scratch off. She asserted that she was an avid user of the oral-b rechargeable products. No symptoms developed.